Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of hi (greater than 600 mg/dl), 205 mg/dl, 118 mg/dl and 119 mg/dl when all tests were performed within 10 mins on the advantage system. Reporter indicated that he was experiencing some hypoglycemic symptoms during the time of testing and he self-treated with orange juice and bread. No other actions were reported taken or treatment received. No adverse event. Reported. A request was made for the return of the suspect device and replacement product was sent.